Event description:
This device was explanted due to eos status after inappropriate shocks. Rv lead was capped due to noise leading to inappropriate shocks. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 63 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 17 charging cycles was performed by the device within 15 minutes on (B)(6) 2025. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. Furthermore, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
This device was explanted due to eos status after inappropriate shocks. Rv lead was capped due to noise leading to inappropriate shocks. No adverse patient events were reported. Should additional information become available, this file will be updated.